Event description:
Reporter called into the room because the impella was alarming. The patient was a dnr (do-not-resuscitate)/dni (do-not-intubate). Blood pressure (bp) rapidly decreased and he began turning blue with what appeared to be agonal respirations. Primary rn had already turned the impella down to p level of p2 from previous level of p9. Another rn was instructed to go to the call room and bring back a doctor to assess the patient. The impella was originally at 96cm of inserted depth and then migrated to 80cm of depth. It was then advanced back to 79cm of depth. Epi was increased to 0.3 mcg/kg/min from 0.08 mcg/kg/min. On further assessment the patient was found pulseless, no heart sounds, and in a paced rhythm. 2nd md confirmed there was no cardiac activity and that the impella had migrated. The patient was pronounced dead. It was later discovered the touhy borst valve was loose and the impella could easily be repositioned without any resistance. The impella was not sutured to the thigh, nor was the knee immobilizer in use. The impella did not have any additional anchors nor tegaderm dressings to secure it. The touhy borst valve lock was turned in a clockwise manner until it stopped and then tested. It functioned as designed and the catheter became unmovable with the valve closed. It was then turned counterclockwise which released the catheter and it once again returned to an adjustable state. There did not appear to be any malfunction with the valve.